Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances, measuring less than 20 ohms. In addition, the pacing impedances were low and out of range as well, measuring less than 200 ohms. It was noted the pacing impedances had been measuring low over the last year. Boston scientific technical services (ts) discussed there was no noise on the store electrogram (egm), and recommended continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was explanted and replaced due to insulation issues. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated the physician elected to reprogram the device to monitor only due to the suspected insulation issue. No adverse patient effects were reported.

Event description:
Additional information was received that the rv lead pacing impedances had been trending low, and it was suspected that an insulation breach could be developing. Boston scientific technical services (ts) discussed there were some reduced intrinsic amplitude measurements as well. The physician planned to bring the patient in for further troubleshooting. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD system exhibited low out of range (oor) shock impedances on the rv lead again. There were no sources of electromagnetic interference (emi) identified, and all other shock impedances measurements were within normal range. Ts provided troubleshooting options of enrolling in latitude, continuing to monitor, and commanded shock testing. Ts noted commanded shock testing may not be highly indicated since there were only 2 oor impedance measurements. This ICD system remains in service. No adverse patient effects were reported.